Event description:
It was reported the patient received the following results within 15 minutes: at 12:17 pm a reading of 129 mg/dl, at 12:18 pm a reading of 458 mg/dl, at 12:19 pm a reading of 131 mg/dl, at 12:21 pm a reading of 154 mg/dl, at 12:22 pm a reading of 196 mg/dl, at 12:23 pm a reading of 147 mg/dl, at 12:26 pm a reading of 160 mg/dl.